Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and there was blood on the distal conductor of the lead and it was obstructed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician positioned the lead at the atrium and put out the mandrain. Then the physician tried to put in a j mandrain. The physician was not able to put this or any other mandrain in the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.